Manufacturer narrative:
As no upn or lot number was reported, a ship history report (shr) was run to determine which lots of the angiovac cannula had been shipped to the reporting hospital. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. Similar complaint trend review: the april 2016 angiodynamics complaint report was reviewed for the angiovac product family and the failure mode "patient injury / death.": no adverse trend was identified. The angiovac cannula sample was not returned for evaluation since there was no reported device failure. Therefore, it cannot be determined if the cannula was used in accordance with its labeling. Directions for use is provided with this device and contains the following statements: "warnings - selection of the patient as a candidate for use with this device and for such procedures as it is intended is the physicians' sole responsibility. The outcome is dependent on many variables including, patient pathology, surgical procedure, and perfusion procedure/technique. The benefits of use of this device must be weighed against the risks including risks of systemic anticoagulation and must be assessed by the prescribing physician. As with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with initiating and monitoring extracorporeal bypass and by physicians trained and experienced using surgical and/or percutaneous (seldinger) vascular access techniques." And "adverse events - this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed. Possible complications include those normally associated with large bore surgical and/or percutaneous vessel catheterization/cannulation, anticoagulation, extracorporeal circulation and application of intravascular introducer systems which include but are not limited to: death, pulmonary embolism." Follow-up communication between the angiodynamics clinical specialist and the reporting physician indicated that the patient had a severe stenosis in their right internal jugular vein. The physician did not consider the angiovac device to have malfunctioned during the procedure and the patient was considered stable at the conclusion. The cause of death was the result of a massive pulmonary embolism which occurred following the procedure. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
Although the device used in the reported event was discarded and will not be evaluated, the investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)). Device discarded by end user hospital.

Event description:
As reported by angiodynamics clinical specialist: "during the angiovac procedure, the angiovac cannula became obstructed with material. The angiovac cannula was pulled into the 26fr. Gore dryseal sheath, at which time the perfusionist, stopped the flow on the centrifugal pump. A substantial amount of material was identified inside the cannula and was removed. At this time it was also noticed, that there was no "bleed back" from the dryseal sheath when the valve was deflated. I informed the physician, that I thought that there was material stuck inside the sheath. The physician decided to advance a fogerty balloon down the sheath in an attempt to inflate it distally to the obstruction and pull it out. During this maneuver, a piece of the material was dislodged and traveled to the patient's lungs. The patient's saturation levels dropped from 100% to 84% and her ECG became abnormal. The anesthesiologist gave her various medications and after 10 minutes, she started improving. Within 20 minutes of the event occurring, her saturation level was back to 100% and the rhythm had also return to normal. The procedure continued without any further complications, resulting in all undesirable material being removed from the area we were working in. At the completion of the procedure, it was determined that the ivc filter would not be placed (the patient did have one at the start of the procedure, which was removed). When I left the room the patient was stable and the physicians and staff were very happy with the result form the angiovac. On the evening of (B)(6) 2016, I received a text message from dr. (B)(6) stating that the patient had passed away during the previous night. She stated that the patient had gone into cardiogenic shock, as a result of a massive pe. I asked her if she thought the material that was dislodged, during the attempt to clear the sheath, may have been the reason. Dr. (B)(6) replied that she did think it was due to that. "